Event description:
It was reported the device does not have a maximum dose, 4 hours 10 ml. Patient involvement is unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. G5: unknown.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed minor dso seal cracks. The tamper seal was not broken. There was no evidence to review in the device's event history log. An accuracy test and functional test were performed and the reported issue was not duplicated. The device passed all accuracy test. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.